Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture and an apparent insulation break. The lead was capped and replaced. During the replacement procedure, a new lead was attempted, but had difficulty fixing the helix into the myocardium. After multiple attempts, the helix would no longer extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead appeared to have been stretched. The distal conductor was distorted and fractured (overstress). The inner insulation was kinked buckled and torn, and the inner tubing was torn. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The guidetooth was damaged, and the lead appeared to have been damaged at implant. The analyst noted that the lead was received with the distal conductor distorted and fractured within the connector, and the lead was also stretched so the inner tubing buckled and prevented the helix from functioning properly.